Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event of " infection of the temporal bone", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm® in the cheeks. Approximately six months post injections, the patient traveled out of the country and experienced ¿one firm, non-painful nodule on the left side.¿ a biopsy was performed. The patient subsequently developed multiple inflammatory nodules approximately six months post-treatment. The emergence of the nodules temporally correlated with an infection of the temporal bone (not device related), though not by exact anatomical location. Both the nodules and the bone infection initially developed on the left side. The nodules have remained firm and non-painful. The patient was treated with augmentin 500 mg twice daily for 10 days, and kenalog injections and a 21-day course of doxycycline without resolution. Symptoms are ongoing.